Event description:
It was reported that the patient's physician decided to explant the lead for loss of therapeutic effect. When the physician tried to remove the lead, the tined lead broke and resulted in a device fragment (electrodes 0, 1, and 2) remaining in the patient's body. The patient felt well after explant. There were no patient symptoms/injuries related to this event. Subsequent information received reported that x-ray images before explant verified the lead maintained the same position. The patient did not refer to any trauma or other adverse event previous to loss of effect, including no other symptoms. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 388928, lot# b0890286k, implanted: 2009-(B)(6), explanted: 2012-(B)(6), product type lead. (B)(4).